Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with occlusion error . The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem, patient circuit failed. A quote for repair was provided to the customer, but no repair was performed by the manufacturer. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received.

Event description:
The customer reported that the ventilator alarmed with occlusion error . The customer reported there was no patient involvement.